Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "up" and "bolus" buttons were nonresponsive. The customer's blood glucose level was 155 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.